Event description:
Customer alleged blood glucose test results of "900 something" mg/dl and "600 something" mg/dl on the compact plus system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". No adverse event reported. A request was made for the return of the system and replacement product was sent.